Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Evaluation: an empty opened box, three empty opened foils of product code and three labeled winding former with eight needle-suture combinations of product were returned for analysis. During the visual inspection of three opened samples, a mismatched between the product code z771d of foils and the product code pdpb741 of paper lids on winding former were observed. Also, the samples into of winding former were examined and belong to product code pdpb741. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples received, the assignable cause of assembly incorrect component is wrong and/or mixed product. Representative samples returned to support investigation of component incompatible/assembly device issues captured in reports 2210968-2019-78238, 2210968-2019-78237. Analysis results have been included in follow-up report for 2210968-2019-78238.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date and suture was used. It was found that there had been pdpb741d suture in the package of z771d. The lot number is unknown. Further details are not provided there were no adverse consequences to the patient. Product received for analysis with a third additional actual sample.